Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high", although, a specific value was not given. Reportedly, high bg had not yet been addressed. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.